Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they insulin pump screen was solid white. Customer¿s blood glucose was 89 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was advised that the insulin pump will need to be replaced and to discontinue the use of insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the lcd display was white with some black areas in the lower left hand corner. Device was unable to display text whatsoever. Per visual examination there is a crack within the lcd display itself located in the bottom middle of the screen. Unable to perform displacement, or self tests due to the cracked lcd display.